Event description:
A site rep, nurse, reported that the monitor on their fusion navigation system went black while importing a pt exam during set-up for a case. The nurse moved the mouse but nothing happened. A medtronic rep walked her through trouble-shooting and then requested she got a screwdriver and open the back of the system. The nurse indicated that the power switch she checked was the green one on the system itself, instead of the monitor switch. When she tested the switch on the monitor, the monitor image came up. No further issues reported. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Software investigation in progress. No conclusion can be drawn at the time of this report.